Event description:
According to the reporter, during the procedure, the first reload was fired for a half and near the last 15mm. With no proper staple line formation. It was mentioned that the jaw of the second reload got stuck and was unable to open in the middle of the firing. The jaw of the second reload had to be open using another hand instruments. A new reload was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, one of the reload had staple line incomplete distally, the other reload had difficulty in firing. It was also mentioned that the jaw of the second reload was unable to open after firing and had to open the jaw using another hand instruments. A new reload was used to resolve the issue and complete the case.

Manufacturer narrative:
D10 concomitant products: 030454 -030454 endo gia r/or 45 2.5mm, lot# t2e073x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, one of the reload had staple line incomplete distally, the other reload had difficulty in firing. It was also mentioned that the jaw was unable to open after firing and had to open the jaw using another hand instruments. A new reload was used to resolve the issue and complete the case.